Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced dry eye on both eyes (ou) at a 1 month post op exam. The surgery center noted the patient is seeing well but has very dry eye and has inflammation. The patient¿s comments were of using artificial tears frequently (over 10 times a day) and using restasis twice a day. The patient will have another post op exam and that time, if dryness and inflammation has not improved, punctal plugs will be added. Topical steroid dosage was increased to resolve symptoms. In addition, the dry eye was treated with pred forte eye drops and gatifloxacin -antibiotic eye drops and to be tapered off slowly. At this time, the patient is still being managed.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.